Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during treatment for crrt (continuous renal replacement therapy), line was placed without incident, and was confirmed with us (ultrasound), as per the resident performing the procedure, there was no resistance to inserting the wire. However, when they tried to remove the wire, they are unable to remove it. It was stated that the guide wire that came with the kit was used. They called a vascular surgeon for assistance who was ultimately able to remove the wire which was kinked. The guide wire and catheter was removed as one piece after they tried to manipulate the catheter and guide wire, the wire came out intact and it was stated that it was a femoral line. No tools was used to remove the wire, but was stated that some force was needed but no excessive. It was stated that the wire was too flimsy to place in a line, especially on a dialysis line which required multiple dilations. There was no reported patient injury.